Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation: external insulation abrasion was noted at 50.2-50.6cm from the distal tip, consistent with lead friction to the ICD can. The sensing conductor etfe coating was abraded at the same location.

Event description:
This report is to advise of an event observed during analysis.